Event description:
It was reported that the customer received no delivery alarms on the insulin pump, which had been resolved. Troubleshooting could not be performed as the alarms had occurred in the past, and thus the cause was unknown. Customer's blood glucose was 278 mg/dl at the time of the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.